Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a cable issue; this condition had the potential to interrupt delivery. This condition was found in the emergency room. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump with a cable issue was confirmed and reproduced during product evaluation. The power cord was found to be broken during visual inspection. A definitive root cause has not yet been identified. The power cord was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.